Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2018-00072.

Event description:
This is 2 of 2 reports. An account manager reported on behalf of the customer that the c4614s cusa excel 36khz curved extended standard-tip seemed to be the wrong way around. The date of incident was (B)(6) 2018. The device was not in contact with the patient; hence the patient was not injured. The event led to an increase in surgery time for 30 minutes. Additional information received on (B)(6) 2018 indicating that the patient was under general anesthesia. There was no harm to the patient. The customer opened another tip and tubing until one fit; that¿s when they finished the procedure.

Manufacturer narrative:
The product was not returned for evaluation. No anomaly was reported to indicate product failure due to packaging process. The complaint is unconfirmed. Root cause analysis can not be performed at this time. The product identifier number of this reported fg lot is (17)20210331(10)2726844. The UDI number for catalog c4614s is (B)(4).